Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider spoke to technical service: frame of chair where seat post goes into has lots of play and user feels unsafe in chair.